Event description:
The post-operation bleed was (B)(6). Result: gargle with ice water, needed electro-surgical pencil. No additional pt info was provided.

Manufacturer narrative:
The entceps used during surgery were discarded at the hosp; therefore no investigation could be conducted on the devices used. Eleven sterile unopened entceps having the same lot number were returned. One of the eleven sterile entceps having the same lot number returned was opened, plugged into a test footswitch and test universal power supply in accordance with the instructions for use was tested with a wet gauze. The returned device worked in accordance with the instructions for use and no issues were noted. A review of the device history record found no mfg issues. No additional complaints have been received for this lot number. Due to number of days between the initial surgery date ((B)(6) 2013) and then the post-op bleeding ((B)(6) 2013), the cause of the bleeding is unrelated to the medical devices. This MDR is connected to 1223422-2013-00023 and 1223422-2013-00024.